Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the dissection tip of the vasoview 7 xb "broke into multiple pieces inside the patient's leg. The tunnel was inspected, then irrigated and suctioned. Several pieces of the tip were evacuated." The procedure was completed using the reported device. There were no other patient effects reported. The correct lot number could not be obtained. On october 28, 2010, received user facility medwatch report #: 3100120000-2010-8036 with lot number 25012330. The reported lot number could not be verified for the reported part number. The product was retained by the hospital and may be available for evaluation at a future date.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).